Event description:
It was reported that when the dilator was removed after the sheath was placed in the cath lab, blood was noticed leaking around the hemostasis valve. As a result, the sheath was removed and replaced with a new one. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.